Manufacturer narrative:
One sample returned for evaluation. Visual inspection revealed the sample to have a detached airway. Sample was inflated using a needle and syringe. The cuff inflated and remained inflated without issue. Leak testing revealed no leaks. Visual characteristics indicated that the airway came in contact with either a sharp object or a strong tensile force that resulted in the airway to break at the neck strap junction. No stretching of the airway line was visible. It appeared to have been torn from the neck strap. No evidence was found indicating the failure was related to manufacturing.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that cuff testing was performed prior to use for the listed device. However, due to a leak on the tube, the unit needed to be replaced with a new one. The reporter stated the eyelet was not torn and velcro trach ties were used to keep the trach in place on the patient. No adverse health outcome resulted from this event.